Manufacturer narrative:
The introducer was returned and analyzed. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. Damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the introducer tip wrinkled during attempt to pass through the subclavian vein. The introducer was removed and replaced. After withdrawal, it was noted that the introducer exhibited loose/detached fragment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.